Event description:
During a laparotomy procedure on (B)(6) 2011, the surgeon used prolene sutures. Since the date of the procedure the pt had persistent draining sinuses and purulent accumulation from the closure suture line despite aggressive antibiotic therapy. On (B)(6) 2011, th e pt was taken back to the operating room for a revision of the entire prior incision line and removal of all prolene sutures. It is uncertain if this was a foreign body reaction or an infectious process.